Event description:
This letter is to inform you of receipt of information about an adverse event regarding a product which abbott did not manufacture or import. It was reported that the patient developed redness around the pacemaker site. The physician believed the pacemaker pocket was infected. The pacemaker was removed, and the leads were cut. There were no further adverse consequences reported. Reference report mw5161838. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).